Manufacturer narrative:
Unit received with cracked lcd window, cracked case at the display window corner, broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the screen and top of reservoir cracks and chipped and the reservoir sometimes falls to the ground. The customer¿s blood glucose was 280 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.